Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during investigation, the ok keypad button was unresponsive during investigation. The pump was unable to move past the verify screen due to the ok button being unresponsive. The keypad cover was intact and removed to find no contamination under the keypad button contacts. The pump was opened to find evidence of moisture on the main printed circuit board, transceiver, force sensor plate, and the keypad flex connector. Unrelated to the original complaint, a crack in the battery compartment was found dat the case seal below the bumper.